Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports # 1627487-2013-03286 and 1627487-2013-03288. The pt rec'd 4 scs leads, two scs leads have the same lot number. It was reported the pt's scs leads are scheduled to be replaced due to the physician determining model 3149 leads are better spacing for occipital therapy (off-label). Additionally, the new scs leads will be repositioned.